Event description:
During a follow-up in-clinic, episodes of far field r-wave oversensing (ffrwos), noise resulting in oversensing, and inappropriate automatic mode switch (ams) were observed on the device. Patient experienced dizziness during postural changes. Provocative testing was performed and the lead noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. No intervention has been performed. The patient was stable with no consequences.

Manufacturer narrative:
Correction: b5 & h6.

Event description:
During a follow-up in-clinic, episodes of far field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. Patient experienced dizziness during postural changes. Provocative testing was performed and the lead noise was not reproduced. Technical support was contacted and recommended reprogramming to resolve the event. Reprogramming was performed to resolve event. The patient was stable with no consequences.